Manufacturer narrative:
The reported system was returned to hologic for evaluation. The damaged transformer was sent to the supplier (foshan noratel electric co. Ltd) for detailed analysis. The investigation report revealed that the surface of the returned transformer was burnt. The outer copper foil of the transformer was disassembled and the transformer passed all testing. The root cause of the event can be attributed to the copper tape. It was suspected that the outer copper tape had low insulation when the transformer was working under load condition, due to which, the outer copper tape got short circuit. A definite corrective/preventive action is under process by the supplier; however, most likely improvement actions considered would be: increase the thickness of insulation wrapping (mylar) between the junction position of starting and finishing of copper foil for improving the insulation strength change the design to eliminate the outer copper foil hologic strives for continuous improvement and will continue to monitor and trend for safety.

Event description:
It was reported that after qc, the technologist heard "sizzling" and smoke was seen from the bottom of the gantry. No injury reported. A field engineer was dispatched to the site and determined that the transformer inside the gantry had started to smoke. The system will be replaced for the customer and return to hologic for further evaluation.